Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 400-500 mg/dl and ketones. Healthcare provider identified the ketone level to be dangerous. Cause of bg was not known. A correction bolus was delivered via the pump and a manual injection was administered to address bg. During this event, the customer was using fiasp insulin within the pump supplies. Customer was informed by tandem technical support that fiasp was considered off label to be used with the pump. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.